Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the trunk cable was pulled from the distribution node (dn), pulling the heat shrink off of the internal pulse wires and creating a short on the dn pca. The cause of the non-functional therapy electrodes is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.